Event description:
A fire began in a sharps bin and spread to a bag of linen nearby. It is believed to have been caused by a disposable ophthalmic cautery device that was not disposed of properly. The device is routinely thrown into sharps boxes without the tip being broken off and cap replaced as indicated as the proper disposal method on the cap.